Manufacturer narrative:
Blocks d4 and h4 have been updated with additional information received on november 30, 2021. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 08, 2021 that a hot axios stent was to be implanted transgastric to pancreas to treat a 13cm pancreatic pseudocyst during a cyst gastrostomy procedure performed on (B)(6) 2021. During the procedure, during the deployment of the second flange, the stent fully deployed in the pseudocyst. The stent was removed by pulling the stent into the working channel of the scope using rat tooth forceps. The procedure was completed using a different sized axios stent. There were no patient complications reported as a result of this event and the patient was discharged from the hospital the same day.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. The event was reported by the manufacturer. The implanting physician and healthcare facility is: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021, that a hot axios stent was to be implanted transgastric to pancreas to treat a 13cm pancreatic pseudocyst during a cyst gastrostomy procedure performed on (B)(6) 2021. During the procedure, during the deployment of the second flange, the stent fully deployed in the pseudocyst. The stent was removed by pulling the stent into the working channel of the scope using rat tooth forceps. The procedure was completed using a different sized axios stent. There were no patient complications reported as a result of this event and the patient was discharged from the hospital the same day.